Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the suction channel leakage. Based on the result, we concluded that it was caused due to the excessive force applied on the accessory during inserting and withdrawing in the suction channel. In addition, we confirmed that the objective lens dirty and the u/d & r/l pulley wire stretched; however, they are not the main cause, and/or irrelevant to the alleged complaint.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
Suction channel pinched at lg suction j-piece. The issue is not detectable with the brush, only with the ball gauge (detected at incoming inspection). This event occurred at the time of during inspection. There was no report of patient harm.